Manufacturer narrative:
As reported, the edge of the 3dmax light mesh was noted to be torn while in vivo. This was not reported as an out of box event. The subject device was not returned for evaluation. An intraoperative photo was provided, review of the photo finds the 3dmax light mesh in vivo with surgical tools in the field of view. One of the tools appears to be grasping the mesh on the edge seal. Based on the photo evaluation, the root cause of the reported event is most likely due to the result of forces applied while handling during the attempted implantation. The precautions section in the IFU states, "use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force". Note, the date of event (B)(6) 2023) is provided as an estimate based on an awareness date. Not returned. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, a 3dmax light mesh was grasped with a soft clamp and inserted through a 10 mm trocar, when a tear was noted in the edge seal. There was no reported patient injury.